Manufacturer narrative:
Product analysis: visual and functional inspection confirmed the ibt would not inflate. Functional check with a sample syringe confirmed no liquid would pass through the shaft of the ibt. It appears something has clogged the passage way not allowing the liquid to pass through. Unable to determine root cause of failure. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent balloon kyphoplasty at l4 due to bone fracture. Intra-op, the balloon ruptured during inflation at 350 psi. The patient was not allergic to contrast media. The procedure was eventually completed with a new product. No patient complications were reported.